Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, does not have enough grasp force, the handle breaks easily and the ratchet button which allows to lock the jaws in place breaks, too. Another device was used to finish the case. No patient consequences.